Event description:
During placement of a left wayne 14fr pigtail tube thoracostomy, the guidewire broke and a portion of the wire was retained within the tube lumen. The tube and wire were removed together in all-in-one piece without any retained material, which was confirmed on post-removal cxr.